Event description:
Procedure: pelvic organ prolapse. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient alleged injury. Medical history: uterine prolapse procedure (s) performed: posterior intravaginal sling plasty complications post implantation: 2006: additional mesh implant (using goretex) surgery: (B)(6) 2006: underwent laparoscopic colpopexy with goretex graft for failure of the ivs tunneler and recurrence of the uterine prolapse. Per supplemental record, following mesh implant surgery, patient had urinary tract infections (utis), recurrence of uterine prolapse, pelvic pain, voiding dysfunction. 2013: transcoccygeal excision of precoccygeal cyst for cystic mass. Complications: pain, voiding dysfunction; inability to sit in the same position for long periods of time, insomnia, pain.